Event description:
It was reported that a clearlink buretrol solution set cracked. The crack was found during patient infusion. There as no leak reported. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available. This medical device report is report 3 of 3.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted. This is the same report as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.